Manufacturer narrative:
Swelling was determined to be an infection under the skin. Treating md does not feel this is related to the use of the renuvion device and most likely related to patient compliance.

Event description:
Patient has developed (like a sting) swelling of the neck several weeks post procedure.